Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
Note: this report pertains to second of two resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the intestine during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, the clip was deployed but it proved impossible to release the clip of the device; the clip did not detach from the forceps. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.